Event description:
It was reported that the patient required a bigger sized spacer. The originally implanted spacer was removed and a larger spacer was implanted.

Event description:
It was reported that the patient required a bigger sized spacer. The originally implanted spacer was removed and a larger spacer was implanted. Additional information was received that the procedure was an elective exchange of spacers. The physician and the patient preferred that a larger size spacer be implanted.